Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR report #'s: 9610978-2008-00219 and 9616099-2008-02086.

Event description:
A male patient was admitted for stenting of a 90% stenosis in the common-external iliac artery. There was heavy calcification and moderate vessel tortuosity. The lesion was pre-dilated with a powerflex p3, 5mm balloon a 7 x 8cm smart stent was placed within the lesion and was successfully deployed. The stent was then post dilated with a powerflex p3, 6mm x 4cm balloon inflated to 10 atms. After post-dilatation, a dissection occurred at common iliac artery. Attempts to treat the dissection were unsuccessful as the physician was not able to get any other devices to cross the site. The procedure was finished at that point, without any treatment to the dissection. The patient was discharged in stable condition.